Manufacturer narrative:
This report should have been a thirty-day (initial). A five-day report was selected in error.

Event description:
It was reported that patient had all components removed due to infection. Antibiotic spacer placed.

Event description:
It was reported that patient had all components removed due to infection. Antibiotic spacer placed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat. No: 5521-b-500, description: tri ts baseplate size 5 lot code: hmjz; 5512-f-602, tri ts femur sz6 right, dztx; 5541-a-602, triathlon femoral distal augment 10mm - size 6 right, dfpe; 5541-a-602, triathlon femoral distal augment 10mm - size 6 right, yfvs; 5544-a-600, tri post augment sz6 10mm, hxfm; 5570-s-040, triathlon total knee system offset adapter 4mm, m4n46e; 5565-s-019, tri press-fit stem 19mm x 100mm, m4h3d; 5537-g-516, no 5. Triathlon ts plus tibial insert x3 poly 16mm, mlhav1; 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, rd7v018e; 5544-a-600, tri post augment sz6 10mm, hxfm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Not returned to manufacturer - hospital will not release.